Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email notification received from competitor. It was reported that the patient was revised due to severe metallosis, trunnionosis. Surgeon noted that the trunnion was severely worn down and the head fell off the stem. Doi: unknown. Dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the femoral head was not received for examination. No sufficient evidence was presented in order to confirm the implant disassociation and bearing wear. In order to confirm a disassociation event x rays images are necessary. Also the photographic does not provide enough evidence to confirm the reported worn condition. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.